Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned flexiva 550 laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The piece measured approximately 248.5 cm from the top of the connector to the fiber break and 30.5 cm from the exposed glass tip to the fiber break. In addition, the exposed glass tip measures 5 mm and appeared in good condition. The light from the sma connector was bright and clear. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that it was fractured along the fiber body. The fiber can interact with the scope as it passes through, which in tortuous anatomy can cause stresses that can result in fiber damage. Articulation of the scope with a fiber extended through the scope may also cause stresses to the fiber to cause damage. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing a labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 550 laser fiber was used in a cystolithotripsy procedure in the bladder performed on (B)(6) 2021. During the procedure, the laser fiber was broken inside the scope. No fiber fragments fell inside the patient. The procedure was not completed due to unrelated reasons. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 550 laser fiber was used in a cystolithotripsy procedure in the bladder performed on (B)(6) 2021. During the procedure, the laser fiber was broken inside the scope. No fiber fragments fell inside the patient. The procedure was not completed due to unrelated reasons. There were no patient complications reported as a result of this event.